Event description:
As reported, the device fiber broke after being plugged into the laser. It was broken right at the connector. Customer confirmed that the fiber was delivered unbroken and was removed to packaging successfully. The issue found at preparation for use. The device was replaced with no impact. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation . No physical inspection of this device or DHR (device history record) could be performed since the device was not returned. DHR not performed since the lot number listed is an olympus lot number for packaging/shipping purposes only and defers from the OEM (original equipment manufacturer) lot number. An OEM investigation was performed for this device phenomenon and determined that the probable cause of this device failure was related to the mishandling of the fiber from the fiber being bumped or over-flexed. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.